Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. Customer's blood glucose level was over 600 mg/dl. She treated her high blood glucose level with the insulin pump. The customer stated that insulin did not exit and the insulin pump alarmed no delivery. The call dropped. The device was not returned.